Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned, an evaluation could not be performed and the complaint could not be confirmed. A lot history record review was completed and there was no nonconformance that could have caused the reported failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to deploy. A new kit was used to complete the procedure. The hospital reported no patient effects. The product was discarded.